Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary lobectomy procedure, the handle broke and did not fire. A new device with the same code was used to complete the case. No injury.